Manufacturer narrative:
(B)(4). Based on returned test strips have found defected, this complaint is reportable. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-5 error message and low readings . R&d investigation concluded returned test strips revealed crusty chemistry signs due to exposed to heat and moisture.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of 119 mg/dl. Test strip lot manufacturer's expiration date is 9/30/2018 and open vial date is 7(B)(6) 2016.